Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas corporation alleging cgm (dex 076) issue. The reporter stated that the sensor was broken on their finger and not on their site (right hip area) where they had inserted sensor. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported due to a cgm issue.